Event description:
It was reported that the fiber broke during a benign prostatic hyperplasia (bph) procedure. The fiber was exchanged, and the procedure was completed utilizing the second fiber. Patient outcome: "ok"; there was no patient injury reported during the event.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild char on surface; the outer flow tubing open end exhibits minor scratch marks, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: operational context. Additional information: the probable root cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was further reported that the first fiber was in use for 12:30 minutes and 76,894 joules were used. The fiber tip (cap) was not cleaned during the procedure.